Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they hadn't used their ins in a long time because it had quit working for their symptoms/it didn't help their "problem" anymore. The patient stated it had been several years ago when it stopped working for them. The patient called today ((B)(6) 2022) because they'd just put new batteries in their 3037 programmer and they were unable to connect to the ins both with and without the antenna. Patient services reviewed that with the age of the ins, it was likely that the ins battery had depleted. Patient services also discussed the need of an MRI eligibility form signed by their managing health care provider (hcp) if they needed to have a head/brain MRI scan. The patient needed a scan of their lumbar and stated they'd gotten other MRI scans in the past and nothing had ever happened but the current MRI facility they were working with was telling them they couldn't get the scan. Patient services reviewed MRI compatibility with the patient and reviewed they could either have the system entirely removed or have it replaced with a fully body compatible system in order to go forward with a scan of the lumbar. The patient stated they hadn't seen their managing health care provider (hcp) in years but was going to follow up with them to check the battery and to discuss next steps. Additional information was received from the healthcare provider (hcp). When asked to clarify the statement regarding the device quit working, they reported that this was describing therapy and symptom control. This was not caused by normal battery depletion. The cause was determined to be that the patient was non-compliant with office and physician to find a program for their symptoms. When asked what steps were taken to resolve the issue, they reported the patient as scheduled to see the physician and discuss options for replacement. The issue was not yet resolved. The cause of the inability to connect to the ins was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.